Manufacturer narrative:
Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: a medtronic representative reported a different brand name and catalog number.device manufacture date was unavailable as a valid lot number was not provided.

Event description:
A medtronic representative received a report that, while in a spine procedure, the site's solera 4.75 driver was functional, however, was deemed to be loose. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.